Manufacturer narrative:
Detailed product information was not provided to bsc as the account could not provide the available information after good faith efforts. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI)#.

Event description:
It was reported the device material broke and an unretrieved device fragment caused a minor injury to the patient. During flexima? Apdl device, part of the locking loop suture broke and remained inside the patient. The physician cut the flexima? Apdl devic just below the hub and proceeded to pull the device out without first inserting a wire to straighten the drain. As the device was removed, the suture in the locking loop broke, resulting in a device fragment being left behind in the patient. Although the event was initially described as ongoing, additional information received through the good faith effort (gfe) process states the patient is doing well with no complications. A cardiothoracic surgeon evaluated the retained suture fragment and determined that surgical removal would pose a higher risk than leaving the fragment inside of the patient. The patient has been checked twice since the event and continues to do well without issues.